Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was 168 mg/dl at the time of incident. The customer stated that they were able to complete rewind. The customer performed displacement test and the insulin pump passed without motor error alarm occurring. The customer stated that the off no power alarm occurred after placing a new battery. The customer stated that they did not received a low battery alarm prior to the off no power alarm. The customer stated that the insulin pump was not dropped or bumped. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.